Manufacturer narrative:
Reported event was confirmed by review of medical records noting patient presented with pain, aseptic loosening, limited mobility and osteolysis. Tibial component easily removed and there was no bone cement around the keel down into the tibia itself. There was some fibrous tissue with no ingrowth from a cemented knee stem. Patella was left intact and all other components replaced with competitor product. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Associated products : item#: 402282; cobalt hv bone cement 40g; lot#: unknown, qty. (B)(4). Item#: 141222; biomet cc I-beam tray 67mm lot#: j3682882. Item#: 183024; vanguard cr ilok fem-lt 60 lot#: 714060. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it's location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-01240. 0001825034-2021-01239.

Event description:
It was reported that the initial left total knee arthroplasty performed five years ago. Subsequently, the patient was revised approximately 3.5 years later due to pain, limited motion, osteolysis, and aseptic tibial loosening. The patella was left intact. All other components were revised without complication.